Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. At some time post filter deployment, the patient was diagnosed with pulmonary embolism. The filter was successfully removed. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years and one month of post deployment, the patient has complaint of left chest pain and anterior chest pressure. The patient has no previous history of deep vein thrombosis. A computerized tomography scan was read as showing a small pulmonary embolus on the right and a moderate size pericardial effusion. Around, five months and sixteen days later, inferior vena cava filter removal was performed. Access was gained via right internal jugular vein. A glide wire was inserted all the way down into the inferior vena cava. A hook snare removal kit was inserted, and the filter was snared and was removed under fluoroscopic vision. Care was taken for the hook to be inside the sheath. Afterwards, completion venogram showed excellent angiographic result with no extravasation. The sheath was removed, and pressure was held. Around, three months and eighteen days later, infra renal inferior vena cava filter placement was scheduled. Ultrasound-guided access of the left common femoral vein was done using an entry needle and a glide was inserted in the arthroscopic revision. A dilator and sheath were inserted up to the level of l1 and l2. A venogram was done, which showed adequate size of the inferior vena cava filter. The renal veins were marked and the infra renal inferior vena cava filter was placed just below the renal veins. Completion venogram showed excellent position of the inferior vena cava filter. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. H10: b6,b7,g3. H11: g1,h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient presented for vena cava filter placement subsequent to a hypercoagulable state. The right femoral vein was accessed and the filter was deployed below the renal veins. The patient tolerated the procedure well. Approximately three years seven months post filter placement, the patient presented for filter removal. The right internal jugular vein was accessed and the filter was snared and removed. The completion venogram showed excellent angiographic result with no extravasation. The patient tolerated the procedure well and was in satisfactory condition at the conclusion of the procedure. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three years and six months post filter deployment, the filter was successfully retrieved. No deficiencies with the filter were identified in the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. At some time post filter deployment, the patient allegedly experienced a pulmonary embolism. The filter was successfully removed. The current patient status was not provided.